Manufacturer narrative:
9615332-2018-00187 is associated with argus case (B)(6), biotene original oral rinse (original).

Event description:
I drank a little bit. [Accidental device ingestion]. It says do not use if shrink sleeve is missing or broken. What does that mean? It's missing. I drank a little bit [device use error]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6)-year-old female patient who received glycerin (biotene original oral rinse (original)) mouth wash (batch number 8h133c, expiry date 13th july 2021) for dry mouth. On (B)(6) 2018, the patient started biotene original oral rinse (original). On an unknown date, an unknown time after starting biotene original oral rinse (original), the patient experienced accidental device ingestion (serious criteria gsk medically significant) and device use error. The action taken with biotene original oral rinse (original) was unknown. On an unknown date, the outcome of the accidental device ingestion and device use error were unknown. It was unknown if the reporter considered the accidental device ingestion and device use error to be related to biotene original oral rinse (original). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information, adverse event information was received via call on (B)(6) 2018. The consumer reported that "I just picked a bottle of biotene for the first time and it says do not use if shrink sleeve is missing or broken. What does that mean? It's missing. I drank a little bit."